Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked reservoir tube, cracked reservoir window, minor scratches on the display window and missing end cap sticker noted during visual inspection.

Event description:
Customer called reporting a button error on his insulin pump. Customer's blood glucose is 153 mg/dl. Customer stated he pressed a button for longer than three minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.